Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. D9: h3, h4, h6: a review of the receiving inspection (ri) for 5.5 nav driver - shaft t20 was conducted identifying that lot number mi88791 was released in a single batch. ¿ batch1: lot qty of 56 units were released on august 17, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the 5.5 nav driver - shaft t20 (part #: 301019003 / lot no: mi88791) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken off. The broken piece was not received. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed - 5.5 navigation driver shaft t20 no design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received device as a distal tip of the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D3. G1: manufacturer contact facility name and address.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery the nav loc driver tip broke while inserting pelvic screw and the expedium driver broke while inserting the second pelvic screw. It is unknown if fragments were generated and removed. No patient consequences reported. Concomitant device reported: unknown pedicle screw (part# unknown, lot# unknown, quantity unknown). Unknown handle (part# unknown, lot# unknown, quantity unknown). Unknown adaptor (part# unknown, lot# unknown, quantity unknown). This report is for one (1) navigation enabled instruments expedium driver - shaft t20 5.5. This is report 2 of 2 for complaint (B)(4).